Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh750 hematology analyzer generated erroneous low event differential flags. Testing of samples on an alternate instrument confirmed that low event differential results generated by the lh750 were incorrect. Results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) was dispatched on (B)(4) 201. Fse replaced tubing sample line from mixing chamber to flowcell, and stabilyse line tubing. Performance of the analyzer was verified. The root cause for the low event differential was associated with the incorrect volume of stabilyse entering the diff mixing chamber. This was caused by a hole/tear found in the stabilyse line tubing from the mixing chamber to the flowcell and the sample line.